Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. The customer indicated having symptoms consistent with high blood glucose levels including vomiting and nausea. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported smelling insulin from the outside of the battery compartment of the insulin pump. The customer also reported a crack on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.